Manufacturer narrative:
No additional information could be obtained for this literature complaint. Conclusion: in the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of a two unknown enterprise stents, the patient (case 2) experienced partial thrombosis of the remnant aneurysmal sac. The patient had presented with mass effect on the brain stem with mrs 3. The aneurysm was dolichoectatic and in the middle basilar artery. The patient underwent stent-assisted coiling with partial occlusion and no complications. It was reported that mrs improved. Angiographic follow-up at nine months revealed partial thrombosis of the remnant aneurysmal sac. Dual antiplatelet therapy was maintained for 2 months postoperatively followed by aspirin monotherapy lasting indefinitely for cases presenting the ischemic stroke; or otherwise for 6 months. No additional patient, procedure, or device specific information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed. The devices were not available for analysis. In addition, the lot numbers could not be obtained; therefore, a DHR review could not be performed. Thrombosis is a known potential adverse event that may be associated with the use of the codman enterprise stent or the procedure. The instructions for use (IFU) cautions: ¿the use of the codman enterprise vascular reconstruction device in patients in whom antiplatelet and or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis¿. In addition, the IFU recommends an antiplatelet regimen for pre and post procedure. The IFU further cautions: ¿the performance and safety of two or more overlapping stents has not been established. There is no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2017-00040 and 1226348-2017-00039.

Manufacturer narrative:
The following literature article is attached to this MDR report: mu, s., li c., yang, x. Et al. (2016). Reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes. Clin neuroradiol. (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Since the lot number was not provided, device manufacture and expiration dates are unknown. The date of the event was also unknown. Three attempts to obtain additional information have been unsuccessful; however, it is anticipated that additional information may be available. When additional information is provided, a follow-up MDR will be submitted. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2017-00040 and 1226348-2017-00039.

Event description:
In the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an two unknown enterprise stents the patient (case 2) experienced partial thrombosis of the remnant aneurysmal sac. The patient had presented with mass effect on the brain stem with mrs 3. The aneurysm was dolichoectatic and in the middle basilar artery. The paitent underwent stent-assisted coiling with partial occlusion and no complications. It was reported that mrs improved. Angiographic follow-up at nine months revealed partial thrombosis of the remnant aneurysmal sac. Dual antiplatelet therapy was maintained for 2 months postoperatively followed by aspirin monotherapy lasting indefinitely for cases presenting the ischemic stroke; or otherwise for 6 months. No additional patient, procedure, or device specific information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed.